Manufacturer narrative:
Device available for evaluation: correction changed yes to no, still in use. A specific cause for the patient's infection could not conclusively be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximation age of device- 2 years and 11 months. The device is expected to be returned for evaluation. It has not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist devicee (lvad) on (B)(6) 2013. It was reported that the patient¿s driveline culture was returned positive on (B)(6) 2016. The patient has been treated with oral antibiotics. There were no alarms reported for this event. The patient was reported to be asymptomatic.